Event description:
Pt #1 of 2: report rec'd of two pt's who experienced adverse reactions during taxol infusion that the customer associated with the IV administration set. Voluntary medwatch rec'd which states: "five minutes into taxol infusion pt developed a severe reaction. Symptoms included chest pain, nausea, vomiting, desaturation, tachycardia. Taxol dose = 175 mg/m2 in 500cc d5w in glass bottle (pt was 1.7m2) with abbott "orange" nitroglycerine tubing. This is a new product to hospital which replaces abbott "clear" nitroglycerine tubing. Stopped taxol infusion, provided o2. Restarted at a slow rate. Pt was ok until rate was advanced (from 5 hour infusion to a 3 hour infusion rate) chest pain developed again." Add'l info rec'd via phone call to customer: recently changed from clear IV tubing, list# 11140-48 to orange color coded IV tubing, list #11140-58. Pt#1 had previously rec'd taxol in 1999 over 3 hrs without incident. Five minutes after start of infusion (3 weeks later as outpatient), pt experienced tachycardia (unspecified rate), nausea, vomiting, chest pain, and desaturation to unspecified levels. Taxol rate was decreased and oxygen was started. The administration set was not changed. The symptoms decreased, however, when the drip rate was increased again, the chest pain recurred. The rate was again decreased and the taxol infused over 5 hrs instead of 3 hrs. The pt was then fine and did not require inpatient admission related to event.